Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during the procedure, the basket got stuck in the ureter, due to a stone that was too large to be removed. The basket was unable to release the stone, so the physician dismantled the basket by removing the wire from the handle, and lasered the remaining stone. A second zero tip basket was used to remove the stone fragments. The physician discovered that the knot of the basket had been sheared off by the laser, and was detached in the ureter. The wire knot was removed from the patient with graspers, and the procedure was completed with the second zero tip basket. There were no patient complications at the conclusion of this procedure and the patient condition was reported to be stable.